Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of a titanium transfer set during use. The location of the leak could not be specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device underwent evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional tests, including leak testing, clear passage testing, and clamp function testing, were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.